Event description:
It was reported that during a treatment procedure, a balloon rupture and vessel perforation occurred. During a treatment procedure, the nc quantum apex mr 20mm x 3.00mm balloon ruptured on the second inflation at 20atm. The vessel perforated and was treated by inflating an apex 3.5mm x 20mm for several inflations at 4 to 6atm. The procedure was completed with this device. There were no further patient complications reported. Additional information has been requested and is not available and the patient is stable.

Event description:
It was reported that during a treatment procedure, a balloon rupture and vessel perforation occurred. During a treatment procedure, the nc quantum apex mr 20mm x 3.00mm balloon ruptured on the second inflation at 20atm. The vessel perforated and was treated by inflating an apex 3.5mm x 20mm for several inflations at 4 to 6atm. The procedure was completed with this device. There were no further patient complications reported. Additional information has been requested and is not available and the patient is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).